Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
During review of programming and diagnostic history, it was observed that the vns patient¿s device was tested during an office visit on (B)(6) 2014 and diagnostic results revealed high impedance (impedance value >= 10,000 ohms). Review of the decoder data showed that the last 25% change in the impedance value was estimated to have occurred on (B)(6) 2012, where the impedance value changed from a normal limits range to high lead impedance. No patient adverse events were reported.